Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient (born (B)(6)) coincident with dianeal pd4 1.5% therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call, the following was reported. On (B)(6) 2013, the patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. On (B)(6) 2013, the patient was hospitalized for the event. On that same day, the patient was treated with cefazolin and gentamycin for the peritonitis. At the time of this report, the patient had not yet recovered from the event of peritonitis. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). Updated with new information. On (B)(4) 2013, follow up information was received related to this event. It was reported that the patient stopped treatment with cefazolin and gentamycin and started treatment with vancomycin and amikacin for the peritonitis. On a later date, the patient recovered from the peritonitis and treatment was discontinued. The patient was discharged from the hospital. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.